Manufacturer narrative:
(B)(4). Batch # r59v9h. Investigation summary: the analysis found that one psee60a device was returned for analysis with an ecr60m cartridge loaded on the device unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. See attached facility medwatch mw 3300730000-2018-8014 - (B)(4).

Event description:
It was reported that during a right hemicolectomy, two devices were used, both misfired. The battery area was excessively warm. There is no further information available about the event. It is unknown how the case was completed. There were no patient consequences reported.